Event description:
It was reported that an occlusion occurred on an unknown date on a zenith flex aaa endovascular graft iliac leg. The patient underwent an endovascular aortic repair (evar) procedure for an abdominal aortic aneurysm (aaa) on (B)(6) 2010. A zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-26-111-zt) and a zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt were implanted during the procedure. The patient presented with a type 1a endoleak, which was confirmed by catheter angiogram on (B)(6) 2025 and computed tomography angiography (cta) scan on (B)(6) 2025. It was reported that the a zenith flex aaa endovascular graft bifurcated main body had separated where the fabric attached to the supra renal stent. After the event of a type 1a endoleak on the cook zenith flex aaa endovascular graft bifurcated, main body was reported to the cook representative, the physician indicated that the patient did not want further treatment. However, the cook representative was later contacted on (B)(6) 2025 for a plan for a custom-made device (cmd). Still images of the CT angiogram were sent by the cook sales representative to the physician on (B)(6) 2025. The cook sales representative indicated that ¿as discussed yesterday, one option for a graft design would be a fenestrated cuff which would seal proximally above the ca and distally into the existing graft above the aortic bifurcation. As access is restricted on the right side, the graft could be planned on the modified preloaded delivery system, this allows the renal arteries to be cannulated and stented from below through the delivery system and the sma and ca can be cannulated and stented from above. There is still the issue of the 1b on the right side.¿ communication took place between the physician and the cook sales representative regarding the custom-made device plan from (B)(6) 2025. The physician then contacted the cook representative on (B)(6) 2025 to report that the patient presented with abdominal pain on (B)(6) 2025 and was admitted to the hospital and then treated with a competitor's device. The cook representative asked the physician how treatment was rendered on the right side. The physician responded that the 22 french sheath was on the left but to extend on the right, the limb was accessed, and the competitor¿s devices were dilated to 10.6 and that was enough to reline the limb with a few competitor¿s devices. The patient was reported to be doing well after the intervention. Imaging was provided to the manufacturer for the investigation. An imaging review was completed and identified chronic iliac leg occlusion. It was further clarified that the device that had the chronic iliac occlusion was the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt. The image reviewer indicated that at some time in the past, the device had been occluded. Competitor's stents were implanted to treat the occlusion. Those stents were narrowed, but not occluded as illustrated in the computed tomography angiography and angiogram provided. On (B)(6) 2025, additional competitor's devices were used to reline the previous competitor's stents that had been placed for the chronic leg occlusion. The focus of this report is occluded right zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt that required relining with competitor's stents. Additional reports for the type 1b endoleak on the zenith flex aaa endovascular graft iliac leg, rpn: tfle-14-56-zt (report reference number 1820334-2025-01467) and the type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body, rpn: tffb-26-111-zt (report reference number 1820334-2025-00974) have been submitted.

Manufacturer narrative:
B3: date of event is unknown. It was determined by the image reviewer to have occurred sometime before the reintervention procedure that was completed for this patient on (B)(6) 2025. E1: (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.